Event description:
The customer reported that the ventilator alarmed and went vent inop while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event and the unit passed testing. Review of the ventilator diagnostic log history confirmed an oxygen valve stuck closed occurrence. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The service technician replaced the main pcb board as a precaution to address the reported problem. Applicable final testing was completed and passed to operating specifications.